Event description:
It was reported that patient had a stryker scorpio tnrg total knee in five years ago at a hospital in unknown state to this reported. Recently patient complains of instability, giving way, and pain. X-ray showed that the implants appeared to be stable. Discussed treatment options, which included revision arthroplasty to include either a polyethylene exchange versus complete versus complete revision. Since the initial surgery was done at another hospital, there is not identifying data except the stryker scorpio nrg size 5 polyethylene.

Event description:
It was reported that patient had a stryker scorpio tnrg total knee in five years ago at a hospital in unknown state to this reported. Recently patient complains of instability, giving way, and pain. X-ray showed that the implants appeared to be stable. Discussed treatment options, which included revision arthroplasty to include either a polyethylene exchange versus complete versus complete revision. Since the initial surgery was done at another hospital, there is not identifying data except the stryker scorpio nrg size 5 polyethylene.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown scorpio nrg size 5 polyethylene. Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.